Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device and the lens were returned inside the carton. The plunger was oriented correctly. The lens stop and plunger lock were removed. Viscoelastic was observed in the device. The plunger was fully advanced with the plunger tip extended beyond the device. A broken haptic was observed. The haptic was on top of the plunger in the nozzle tip. The remainder of the lens was returned on a piece of paper. Viscoelastic was observed on the lens. One haptic was broken in the distal area (returned inside the device). The optic edge was torn from the edge to the optic center. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported complaint could not be determined. The broken haptic was on top of the plunger. The trailing haptic position may indicate it was not in a proper position for advancement per the provided diagrams in the IFU. The IFU instructs after the lens has been advanced to the fill to line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the fill to line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be out of position can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. It is unknown if a qualified viscoelastic was used. The IFU instructs during device preparation and implantation of the company model iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur: due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If the operating room temperature is too high (morethan 23degreec / 73degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Information was provided that indicated the customer did not wish to be contacted. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the intraocular lens trailing haptic was stuck in the injector, and lens was removed during initial procedure. The procedure was completed with the another lens. There was no patient harm. No further information expected as reporter unwilling to provide additional information.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).